Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, all disposable attachments were removed from the insertion tube, the scope was wiped over and flushed with biofilm removing solution immediately post use. During manual clean, leak testing was performed and passed, the outer surface was wiped with biofilm removing solution, scope channel and tip brushed with olympus single use dual-ended clean brush and duoswift combo brush, and channels flushed with biofilm removing solution, water and air, and dried for hours. For automated endoscope reprocessor (aer) treatment, the soluscope washer was used, and the chemical indicator result for cycle 3. The scope was flushed with alcohol. The customer suspected device was returned for investigation. Upon evaluation of the returned device the scope universal cord was found buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope tested positive for one (1) colony forming unit (cfu) per ml of micrococcus luteus. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested. The following is included in the device IFU: - chapter 3 compatible reprocessing methods and chemical agents. - chapter 4 reprocessing workflow for endoscopes and accessories. - chapter 5 reprocessing the endoscope (and related reprocessing accessories).   Olympus will continue to monitor field performance for this device.